Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following implantation of an intraocular lens (iol) the lens inserted in eye but had to have it removed due to the haptic breaking off in the cartridge. Lens was removed successfully with iol cutters and new lens was placed. No complications. Additional information was requested and received stating in the surgeon¿s opinion, lens did not cause or contribute to the event, after the insertion of the lens with the company handpiece the haptic broke off in the cartridge.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptic broke off; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).